Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
Customer reported the insulin pump had a blank display. Customer reported the blank display occurred when customer inserted a new battery. Troubleshooting was performed. Customer's blood glucose was 83 mg/dl. Customer was advised to check if the battery was inserted correctly. Customer stated it was not and inserted it correctly and the displayed returned. No further info reported.